Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that it was difficult to cross the left femoral artery, and a perforation was observed. The perforation occurred during insertion. Per the physician, the cause of the left femoral artery perforation was due to manipulation while crossing the valve. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutpro-29-us, product lot/serial number (B)(6), product type: heart valve; product ID: evolutr-29-us, product lot/serial number (B)(6), product type: heart valve, implant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the 29 millimeter (mm) evolutpro transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon. The pre-implant mean gradient was 38 millimeters of mercury (mmhg). Left femoral access was obtained and there was difficulty crossing the valve with a 16 fr(french) introducer sheath so it was decided to switch to a 14 fr sheath and 29 mm evolutr valve. A vascular complication was reported in the left femoral access. Right femoral percutaneous access was used and the valve was implanted without complications. The post implant gradient reduced to 2.8 mmhg. No paravalvular leak (pvl) and trace central aortic insufficiency was observed and no treatment was reported. The left femoral vascular complication was treated by tamponade with balloon and covered with 9 x 5 and 7 x 10 non-medtronic covered stents (viabahn). Good flow to the foot was reported. No additional adverse patient effects were reported.